Event description:
Female with past medical history significant for diabetes, obesity, hypertension, strong family history of heart disease, ex-smoker, who presented with sudden onset of chest pain. While performing an angiography, flexor check flo introducer raabe sheath's wire uncoiled from sheath when removing. Wire cut physicians hand and was left inside patient's right arm. Patient required additional surgery to have wire removed. "We had difficulty in taking out sheath and patient was heavily sedated despite of the fact there was difficulty in taking out the sheath. We gave nitro boluses and pull the sheath up to axillary from ascending aorta and pull the sheath aggressively while the patient was adequately pain controlled. However, we noticed that sheath broke/fractured. After the breaking of the sheath there was a segment of sheath that was left in the axillary artery. Wire was also seen coming out of the vessel/ radial artery which was pulled, but there was still residual wire left in the radial artery. We called the vascular surgeon on call and patient will be taken to the operating room.